Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the caller experiencing a fill estimate issue showing 37 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The caller, with assistance from customer technical support, was able to reload the same cartridge and was advised to monitor the situation and follow up if necessary.